Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the molded joint and the 0 cm depth marker on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during an infusion a PICC malfunctioned, and it was necessary to remove the damaged device and place a new peripheral venous catheter in order to administer therapy. Patient was not harmed. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.